Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient twiddled the lead and pulled the ra lead back into the pocket. It was confirmed via x-ray. The right atrial (ra) lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this lead has not been returned to boston scientific for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the lead is returned to boston scientific.

Event description:
In the interest of continuous improvement of boston scientific¿s ingevity pacemaker leads, a research effort was started in late-june 2018 to evaluate the electrical performance of ingevity leads manufactured with platinum anode and the recently launch titanium anode. Analysis included both implant chambers (right atrial (ra) and right ventricular (rv) leads, both active and passive lead fixation) and all standard electrical measures (auto pacing threshold, pacing impedance, and sense amplitude). Stored latitude data was reviewed by boston scientific¿s research and development. Identification of numeric ra/rv pacing impedance measurements that are out-of-range (less than or =200 ohms, greater than or =2000 ohms) or non-numeric ra/rv pacing impedance values (saturated, less than minimum) will be reported to event analysis as potential product experiences. Based on review of stored latitude data for this ingevity lead model number/serial number, the following clinical observation was identified: saturated ra pacing impedance value that occurred in mid-(B)(6) 2017.